Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 4.00 x 24mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts in the distal region were found to be lifted from their crimped position and the stent was found to be slightly kinked. The stent was still placed within the 2 marker bands and no movement had occurred. The undamaged crimped stent outer diameter was measured using a snap gauge and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were however wrapped and evenly folded and no signs of positive pressure were noted. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube of this device. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24 mm x 4.00 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00 x 24 synergy drug-eluting stent was used for treatment. However, it was noted that the stent strut was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.